Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device powers itself on and off without user input. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be membrane failure. The fault could not be replicated with a new membrane installed. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device powers itself on and off without user input. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.